Event description:
It was reported that the power load would not load the cot correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cause for the lifting arms lifting the cot at the incorrect position could be attributed to an emt not verifying the cot head section was fully retracted and locked prior to attempting to load the cot into the power-load. The issue was resolved for the customer by instructing the emt team to make sure cot head sections are fully extended and locked prior to loading a cot into a power-load. There was no product malfunction.

Event description:
It was reported that the power load would not load the cot correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.